Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that user requires training for the recovery process. A technical support specialist, assisted the customer in retrieving the drawer and provided an explanation of the recovery procedure. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system several orders displayed in our electronic medication administration record (emar) that are not appearing as available for retrieval. The customer stated that the malfunction resulted in a one-hour delay in obtaining the following medications for a patient: metoprolol xl, levetiracetam 750mg, divalproex ER 500mg, and lamotrigine 100mg. There were no adverse events or injuries reported based on this incident.